Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that but the foley failed to infuse, the user removed the catheter for testing and found the balloon to be asymmetrical. It was also noted that water could not be irrigated after being injected into the irrigation port.

Event description:
It was reported that but the foley failed to infuse, the user removed the catheter for testing and found the balloon to be asymmetrical. It was also noted that water could not be irrigated after being injected into the irrigation port.

Manufacturer narrative:
Received 1 used bardia foley catheter with the original packaging for evaluation. The reported event was unconfirmed, as the problem could not be reproduced. The evaluation confirmed that the balloon shape of returned catheter was found within specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing the balloon deflation. If permitted by hospital protocol, the valve am may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol."